Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that pericardial effusion due to cardiac perforation was noted. Patient was fine after the event.